Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs alleging inaccurate high readings on her husband's one touch 2 meter. The pt got on the phone and spoke to the customer care advocate (cca). A medical surveillance specialist (mss) sent f/u questions and obtained the following info: the pt claims that he had doubted the results on his meter for the past 3 months and claims he has been taking consecutives readings, which have all been different. The pt mentioned that in 2009 at 9:45pm, he tested his blood glucose and obtained a 297 mg/dl. Based on the meter result he reportedly took 50 units of insulatard. He went to bed and woke up the following morning at 4:30am with cold sweats and feeling hot and light headed. He tested his blood glucose and obtained a 3.4 mmol/l (61mg/dl). Due to the symptoms and low reading he ate jam and had some lucozade and felt better 5 minutes later. The technique of applying blood on the test strip was correct. The pt had been cleaning the puncture area incorrectly. Cleaning the puncture area incorrectly may lead to possible inaccurate readings. The test strips were in good condition and not expired. A normal reading of the pt is around 9 mmol/l and the pt tests at least 5 times a day. The pt has had the subject meter since early 2007. Meter was replaced. The complaint is being reported because based on the alleged high readings, the pt took insulin based on a sliding scale and later reportedly developed hypoglycemic symptoms 7.5 hours later. Symptoms at the time of correlated with her meter result. The pt allegedly treated himself for low blood glucose and felt better soon after treatment.